Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 399 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that the blood glucose reached 494 mg/dl. The customer stated that they were treating the blood glucose as needed. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to x-ray. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.